Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 14mg/ml at 4.5mg/day and bupivacaine 14mg/ml at 4.5mg/day. It was reported that, during a pump replacement due to the elective replacement indicator (eri) being triggered, the pump pocket was found to be filled with purulent fluid. The entire system was removed due to infection. It was asked but unknown if the devices were replaced. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. The issue was resolved. There was no known medical history relevant to this event.